Event description:
Customer reported a generator communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Customer was using system when ge rep arrived. System operates as intended. This MDR is related to ge healthcare complaint.